Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report large air bubbles in the reservoir of the insulin pump. Customer's blood glucose reading was 126 mg/dl. Customer stated that the pump was not rewound with the reservoir in place. Customer stated that the insulin was not stored at room temperature. Product is not being returned or replaced.